Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin flow blocked alarm was found. Troubleshooting was performed. The customer was advised the pump will need to be replaced. The customer was advised to revert the back up plan. The customer's blood glucose level was 7.9mmol/l. The insulin pump will not returned for analysis.